Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found host pc basic input output system (bios) settings were lost. To resolve the issue, the fse configured bios settings and restarted the system to resolve the issue. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.